Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of an hcp visit in september. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and having contact with a healthcare professional who provided an unspecified wound ointment for treatment. There was no report of death or permanent injury associated with this event.